Manufacturer narrative:
Date initial report sent: 11/30/2007.

Event description:
Procedure: lower anterior resection. According to the reporter: after the stapler was fired on the low rectum in laparoscopic procedure, bleeding occurred and was stopped with the application of an additional dlu. The amount of, or if there was, lost tissue is not known, however, an extra 30 minutes was taken upon the incident.